Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of no ventilator output was confirmed. Ventec observed that the blower was not running during operation, resulting in multiple alarms. Ventec also downloaded the electronic records from the device for analysis and confirmed that the device had unexpectedly lost power (rebooted) during the event. Ventec opened the device in order to perform a visual inspection and observed electrical damage to a transistor, designator q701, and a diode, designator d701, which are part of the control board's blower circuit. Ventec replaced the control board to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board, however, further component level cause could not be conclusively determined.

Event description:
A distributor contacted ventec via email to report the following event: "on (B)(6) 2023 spouse reported that while outside of home the vocsn made a loud beep and shut down. She was able to troubleshoot and get the vent to restart but stated the vent was louder and it smelled like it was hot and reports not working correctly. Spouse stated that pt was not feeling well a bit more tired and not as alert within the 2 weeks prior to this happening with the vocsn, spouse was contributing to the progression of the pt als diagnosis. Phm swapped out the vocsn that day and since pt started using the exchanged vent his alertness is back to normal for the pt. Once vent was returned to the [distributor], we did a download of ventilator, and did an evaluation on the vent. On (B)(6) 2023 after turning on the ventilator could not get any pressure to blow while vent was on. All it does is come up with circuit disconnect alarm.". The patient survived the event. No further details about the patient or the event were provided.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.